Event description:
Advocate called stating that a customer opened new bottle of contour test strips and found the cap open. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent and customer's strips are to be returned.

Manufacturer narrative:
Reagent information not obtainable as advocate did not have access to the customer's strips.